Event description:
It was reported that when using the bd pyxis¿ medbank tower had a device unable to dispense medication. User reported that medications which normally did not require rxverify authorization had suddenly begun prompting for a code to access the medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication. A technical support specialist remoted into the system and updated the settings based on the client profile. The system functioned as intended after the technical support specialist troubleshot the device.